Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025 sampling from: all channels cfu: distal end surface <1cfu, air/ water channel <1 cfu, auxillary channel <1cfu, instrument channel 8 cfus, biopsy/suction channel >80 cfus bacterial identification: micrococcus luteus/lylae, bacillus species(instrument channel and biopsy/suction channel), microcobacterium oxydans sampling date: (B)(6) 2025 sampling from: all channels cfu: distal end surface <1cfu, air/ water channel 3 cfus, auxillary channel <1cfu, instrument channel 1 cfu, biopsy/suction channel 22 cfus bacterial identification: micrococcus luteus/lylae, staphylococcus capitis, peribacillus sp, gordonia terrae, microcobacterium oxydans, lysinibacillus xylanilyticus sampling date: (B)(6) 2025 sampling from: all channels cfu: distal end surface <1cfu, air/ water channel 1 cfu, auxillary channel <1cfu, instrument channel 3 cfus, suction channel <1 cfu bacterial identification: staphylococcus pasteuri, cytobacillus sp, staphylococcus epidermidis the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the device was tested by olympus and resulted positive, therefore the user request was confirmed. After decontamination, the device tested positive again. The third test was performed after repair. After the replacement of contaminated components, the device was tested and the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device. Updates: d8, d9.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope tested positive for unexpected contamination results after 2 swabs. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.